Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vns patient suffered vocal chord palsy during a full replacement surgery, which took place on (B)(6) 2015. It was reported that the patient is now improving. Further information from a nurse indicated that the anatomical location affected by the reported paresis was the left vocal cord. Review of manufacturing records confirmed that both, the generator and the lead passed all functional tests prior to distribution. No additional relevant information has been received to date.